Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient noticed the infusion tubing connector was not fully seated against the ilet and sought guidance to reconnect it; the patient was instructed to verify a flat connection and to perform a fill-tubing-only procedure, after which drops were observed and delivery was confirmed. Symptoms included elevated blood glucose with a reading of 198 mg/dl. Outcomes included successful restoration of insulin delivery after user education, with no hospitalization. Investigation included troubleshooting and user education focused on infusion set connection and tubing priming. Investigation of this case revealed an infusion set deployed incorrectly or a connector not attached correctly, consistent with a user-related connection issue affecting the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect infusion set connection.